Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07091, 2938836-2020-07092. It was reported that when the patient presented in clinic, infection was observed. The precordial region where the pacemaker was implanted was swelling. The device system was explanted. Blood culture was negative. The patient was stable.